Event description:
The home care provider (hcp) reported the following: (1) a pt called to report that the cannula line attached to the c41 had turned black; (2) no injury occurred. And (3) when the c41 was retrieved from the pt's home, the cannula line was black, and the plastic oxygen outlet was melted and covered in soot. The hcp reported that the pt is a known smoker, although the pt claims she no longer smokes and was not smoking when she noticed the cannula line had turned black. The pt did not report seeing a fire before or after the cannula line had turned black. When the respiratory therapist retrieved the c41, the pt's home "wreaked of cigarette smoke and ashtrays were everywhere."